Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). According to the service order (B)(4) with work done on 2019-05-03 and 2019-05-06: the connection cable for disposable /hls cable was replaced, what solved the problem. After the repair the device was tested. The result was the device is ready for patient use. A similar accident was already investigated under the complaint trackwise (B)(4) with the result of the investigation report (B)(4): "the surface of the cable-socket was covered with pale residues and oxides, presumably caused by saline fluid (priming fluid). Corrective step during priming procedure would be either a covered socket, keeping it connected with hls or store it at the holder for hls connection cable on sensor panel". This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed. Reference exemption # e2018002.

Event description:
Problem occurred during demo testing. Unit not reading arterial pressure; disposable connection/hls cable had visible saline damage on female end of connector. Complaint number: (B)(4).